Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bleeding from the left femoral artery of the hrpci access site. As a result of the bleed, heparin was withheld. During the bleeding complications of the hrpci, the impella had alarms for suction. The p level was turned down to p-6 and the patient was transfused with two units of packed red blood cells, albumin, and a fluid bolus. It was also reported that the patient experienced episodes of ventricular tachycardia. Amiodarone was given to the patient and subsequently the patient began experiencing intermittent complete heart block, and the amiodarone was discontinued. The following night the patient again experienced ectopy. The patient's ventricular demand pacemaker rate increased from (B)(4) in an attempt to suppress arrhythmia with overdrive pacing. Amiodarone was restarted to resolve the arrhythmia. The patient experienced oozing around the impella access site and was transfused with blood products. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.